Event description:
The customer reported the images would get dark when system is moved to lateral position and there is an artifact on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and cleaned lint off of the camera lens. No report on the dark images problem. This MDR is related to ge healthcare complaint.